Event description:
It was reported that patient passed away. Based on a review of available patients record and a request for patient outcome, there were no device issues at the time the patient was lost to follow up. The outcome was not considered device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number: (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Due to patient privacy laws, the managing hospital did not communicate patient outcome. The heartmate 3 lvas IFU, rev. B is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.